Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 481 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer stated that they performed self-test and displacement test and both are passed. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.